Event description:
Report of over infusion: total bag 191 ml - rate 4 ml 44 hrs infusion. Volume included overfill for prim. Drug was 5 fu chemo which infused 2.5 hrs early and pt received entire bag. Pt should have reced only 176 ml. (2200 mg per two days). No pt injury reported. No medical intervention required.